Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working for five days. Customer stated that they insulin pump giving very high pitch sound. Customer performed troubleshoot for the issue but display did not return. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics and motor assembly. No audio/beep anomaly noted during testing.